Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5090023.

Event description:
It was reported that the patient was experiencing prolonged postural changes in the stimulation. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead and will not be returned. No device malfunction was suspected and the patient was doing well postoperatively.